Manufacturer narrative:
Failure analysis: received vela turbine pn: 16350 rev d, sn: (B)(4), and turbine interface pcba pn: 52430 rev f, s/n: (B)(4), from rga: 48901. Visually inspected parts. Installed in known good unit pn: 16532-00 sn: (B)(4), with known good main pcba pn: 52850 rev f, sn: (B)(4). Unit came up vent inop with motor fault, low ve, and circuit disconnect errors. Replaced the turbine interface pcba with known good turbine interface pcba pn: 52430 rev f, sn: (B)(4). Issue was corrected with the replacement turbine interface pcba. Findings/root-cause: issue was duplicated and isolated to the turbine interface pcba. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Manufacturer narrative:
(B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was that the device's turbine assembly was malfunctioning. The distributor in (B)(6) was shipped a replacement turbine assembly to repair the device and returned it to service. Carfusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty turbine assembly for evaluation. The alleged faulty turbine assembly has been received, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete, carefusion will submit a follow-up medwatch report.

Event description:
The distributor in (B)(6) reported that when turned on the device alarmed "vent inop". There was no pt involvement reported.